Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and muscle stimulation. It was reported that there was no oversensing that resulted to pacing inhibition and no asystole of more than 2 seconds was seen. The patient was not pacer dependent. No revision was done at this time, but a possible insulation issue was suspected but not confirmed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Subsequently a revision took place and this lead was explanted and returned.upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection revealed trilumen insulation damaged approximately 31cm to 32cm from the is-1 terminal pin. The damage was most likely caused by entrapment in the clavicle/ first-rib region.